Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin delivery was suspended due to sensor glucose vs blood glucose difference. The customer¿s blood glucose was 63 mg/dl and the sensor glucose was 140 mg/dl. Sensor glucose and blood glucose difference was not within target range of glucose difference. It was also reported that the insulin pump had some issue and they did self test however no error was found. The sensor will not returned for analysis.